Manufacturer narrative:
Device will not be returned for evaluation.

Event description:
The site was prepared with 3.0mm drill. As the surgeon was tapping in the anchor, the distal tip broke. This was the second anchor used during this procedure, the first one broke as well. It was confirmed that the tip was left in the patient's bone.